Event description:
The customer reported obtaining low red blood cell (rbc) and platelet (plt) results on patient and quality control (qc) samples which were run on the unicel dxh 800 coulter cellular analysis system. The customer stated that the qc results recovered low but were within the accepted limits. No erroneous results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. It is unknown if the patient results were flagged or if the instrument generated messages for this event. The customer did not provide any patient data for review.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The customer informed the fse that they bleached the red blood cell (rbc) apertures in an attempt to resolve the problem but the issue persisted. The fse evaluated the instrument and replaced the rbc apertures and associated tubing to resolve the issue. The fse verified the repair as per established procedures and results met published specifications. The customer stated that samples were repeated post service repair and maintenance, and the instrument ran without any further issues. Results: failure mode of the event is attributed to a faulty rbc aperture.